Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not load to the main screen. It generated an error code and it was not able to be fixed using the service disk. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the unit did not boot completely and therefore, the software was reconfigured, reloaded and updated. Analysis also found that the rear display cover was worn and that the left display hasp was broken. Both were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.